Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07522. It was reported the patient received ineffective stimulation on (B)(6) 2015. As a result, the patient underwent surgical intervention to address the issue on (B)(6) 2015. During the procedure, fluoroscopy was performed and revealed the leads had migrated. The doctor then repositioned the leads. Post-operatively the patient received effective therapy.